Manufacturer narrative:
Lot # updated from initial MDR.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: investigation summary; lot analysis, device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 7166895 was built on (B)(4) line 10 on 21jan2017 thru 24jan2017 for the quantity of 259,610ea. And packaged on line 9. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed that one non-activation was found during the pco sampling for which qn (B)(4) was generated. No further reject activity findings throughout the build of this lot were disclosed that would impact the outcome of the quality of the product relevant to the defect stated in the pir.(B)(4). Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject code was an s2 severity ranking. Review was conducted for this MDR-level a investigation; as a result of the review there was one related qn (B)(4) for non-activation generated from the pco sampling that was relevant to the defect stated in the pr associated with the lot number provided for this incident. (B)(4). Observations and testing: although a sample was not provided for observations and testing; photos were provided: photos revealed: the unit was a bd insyte autoguard bc which consisted of the needle/hub assembly that was partially retracted within the safety shield (barrel). The button was completely depressed and had traces of media. Observed there was damage to the grip where the end of needle/hub was observed. The damaged grip was identified as the source that restricted the needle from fully retracting. Test description: method no: results: visual/microscopic. N/a . See observations and testing. Investigation samples(s) meet manufacturing specifications: no, evaluation of the photo provided for this incident revealed damage to the grip that hindered the needle from fully retracting. Investigation conclusion conclusions: confirmation of the subject of needle retraction failure, as stated in the pir, was conclusive based on the evaluation of the photos provided for this incident. The photos displayed damage to the grip component which hindered a full retraction of the needle into the barrel upon activation. This was physical/mechanical evidence to confirm and support manufacturing process related issues for the reported defect. UDI #: (B)(4).

Event description:
This complaint is MDR reportable. The safety mechanism on a 22 g x 1in.bd insyte¿ auto guard¿ bc shielded IV catheter with blood control failed to function properly after use. There was no report of injury or medical intervention.